Event description:
The facility reported an infusion pump stating that low volume to infuse. The event was reported to have occurred during bio-med testing. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information was available.

Manufacturer narrative:
Evaluation summary: evaluation was performed and the reported condition of underinfusion was not confirmed. The device was evaluated, and all 3 channels passed the accuracy testing. The pump was tested for proper operation, and pump found to function properly.